Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges unit sparked and then caught fire.

Manufacturer narrative:
The device was returned and evaluated. There was no visual evidence of fire on the device.

Event description:
Alleges unit sparked and then caught fire.